Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Event description:
A user facility maude event report ((B)(4)), that smith & nephew asdd received from the FDA, reported the following incident. During a shoulder arthroscopy utilizing an acromioblaster, 4.0mm, ep-1, dspl blade, it was reported that pieces of metal were coming off of the tip of the burr during surgery. The visible shavings were removed during vacuuming; however, the surgeon could not confirm that all of the metal debris was removed. There was no delay in the case and the surgeon completed the procedure with this device. The patient's condition was reported as fine.